Event description:
The device was used during a laparoscopically assisted vaginal hysterectomy procedure. Reportedly, the first instrument applied, the cartridge disengaged. The surgeon was able to retrieve the component. The second and third devices applied were difficult to open. The hospital has reported no pt injury occurred.